Event description:
It was reported that during a hals colostomy procedure, the customer regularly uses the hand port but in this case they had four of the hand access ports break during one case. They advised that the blue plastic part of the port broke away easily, and that it did appear to look different from the usual product they received. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.